Manufacturer narrative:
Device was disposed of by account.

Event description:
It was reported that during surgical procedure there was a lack of irrigation from the tubing after the irrigation bag was spiked. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.